Event description:
A report was received that the patient was explanted due to an infection at the lead incision site. The symptoms of infection was oozing at the site and soreness. The patient was given antibiotics. The physician does not believe the infection was device or procedure related. The patient's symptoms have resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision ipg kit, model # sc-2352-70, serial # (B)(4), description: linear 3-4 lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.